Event description:
Emt's responded to a person described as in cardiac arrest and down for an unknown period of time. The pt was connected to the device, diagnosed as in asystole and external pacing initiated. According to the rptr, the operator could not determine if capture was occurring because of excessive artifact on the lcd and recorder. The pt was not resuscitated, but the rptr indicated the reported malfunction did not cause or contribute to the pt's death because the attending paramedic's stated assessment of the pt's lack of viability and extended down time.